Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There is 11 event associated with this event type (device broke or disassembled in use) and product code ((B) (4)).

Event description:
Device broke or disassembled during use. Surgeon drilled the hole and screwed repositioning pin in. While screwing it in the repositioning pin broke off right at the top of the screw. Surgeon is going to leave it in the patient at this time.